Event description:
It was reported that there was suspected loss of capture (loc) on this pacemaker system. The health care professional reported observing pauses on telemetry. Technical services (ts) advised on further evaluation with local representative. No adverse patient effects were reported. This device remains in service.